Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.

Event description:
Patient reported rupture. This relates to unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.